Manufacturer narrative:
The pt's age, gender and weight were not available. Reference manufacturer's report: 9019871-2012-00057.

Event description:
It was reported the physician was performing an arthroscopic procedure using a super turbovac 90, ifs. Intra-operative, the physician noted the distal tip of the wand was glowing red, instead of the normal orange color. A new wand of the same lot was opened. Shortly after use, the physician noted, once again, the tip of the wand was red in color. The physician was able to complete the procedure. No pt complications were reported as a result of this event.